Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd medication cassette leaked medical fluid during use. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample consist in one (1) cassette product from part number 21-7308-24, sample was received in used conditions, with its original open packaging, decontaminated and inside in a plastic bag. Visual inspection results: sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported (see picture below). Sample received could not be tested using the uson leak tester due were received in used conditions with remains of medication inside of the ay bag, these remains could damage the equipment. Functional testing: the sample was fill whit colored water using a syringe to detect any leakage. Results: the sample leak near of the neck ay bag. The complaint is confirmed. The cause of the reported problem was traced to the manufacturing process - procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition.